Event description:
The customer was receiving no delivery alarms and insulin was not exiting the insulin pump. During troubleshooting, the customer was advised to reconnect the reservoir and infusion set at the tubing connector and push insulin through the tubing. The insulin did not exit. The customer filled another reservoir and connected to the same infusion set and was not able to push insulin through. The customer used another infusion set with the same reservoir and was able to push insulin through. The customer's blood glucose was 452 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 3004209178-2014-98283.